Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the generator indicated an instrument error. It was noticed that approx 2/3 of the blade had broken off. No consequence to pt. Case was completed with a same like device.